Event description:
A pt implanted with a monarc sling started having problems feeling like there was something sticking out from the vaginal wall. She was treated with estrogen cream but it did not work. The physician trimmed the mesh, and pt still can feel it and had discharge. She is going to have the area of erosion removed.